Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that following an microstent implant procedure, the presented with peripheral anterior synechiae (pas) left eye. The surgeon expectedness mentioned as anticipated. The patient also had pas with obstruction inlet and good intraocular pressure (iop) and no intervention required.

Manufacturer narrative:
Additional information provided in b.2.,h.3., and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).